Manufacturer narrative:
Approximate age of device - 5 years and 2 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2018 the patient was admitted to the hospital with a recent lower gastrointestinal bleeding. The bleeding was suspected to be diverticular bleeding. Amiodarone was increased to 200 mg twice daily. The patient was transfused with 1 unit of pack red blood cell (prbc). Coreg was increased to 25 mg twice daily. At the time of discharge, the patient's inr was decreased to 1.6, hydralazine was prescribed 50 mg daily per oral.